Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The sample was returned for evaluation. A follow-up report will be submitted once the investigation has been completed.

Event description:
Y-piece wouldn¿t come off; infused through the y-piece PICC removed; new PICC placed.